Manufacturer narrative:
Results: a sample is not available for eval. A review of the device history records quality notifications revealed no irregularities during the MFR of reported lot number 4142848. Conclusions: without a sample, a root cause for this incident could not be identified. (B)(4).

Event description:
It was reported that while using a 21 gauge bd eclipse blood collection needle, the safety guard broke off after disengaging the device from the pt's arm and the clinician obtained a needle stick injury. The clinician was evaluated at a hospital and received prophylactic medication post exposure.